Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2024. On (B)(6)2024, the patient was sleeping when their parent woke them up at 6:00am to go to school. The cgm was reading 300 mg/dl and the patient was lethargic. The patient drank water and the parent checked a finger stick reading and it was 100 mg/dl. The parent decided to change the sensor due to the inaccuracy in readings. When they replaced the sensor, they received an alert that the sensor failed. The parent called the patient's doctor and was advised to keep checking the patient's bg and bolus through the insulin pump. During the report, the parent checked a bg and it was 400 mg/dl. The patient kept vomiting liquid. The parent suspected diabetic ketoacidosis (dka) but had not yet called an ambulance during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hyperglycemia.